Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had difficulty charging the scs ipg as it took longer to charge. Ipg was possibly inoperable. Reportedly, patient gained significant amount of weight. Surgical intervention is pending to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the scs ipg was explanted and replaced.

Event description:
Additional information received identified that therapy was restored post-operatively.